Event description:
It was reported that the device's reservoirs are leaky. The issue was found during preventive maintenance. No patient involvement and no patient harm.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 03-jan-2025. H3: one device was returned for analysis in used condition. Visual inspection showed the enclosure was cracked around the quick connect, main block was missing, and the quick connect was corroded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the device is leaking from the reservoir gasket and from a crack near the quick connect. No action was taken due to the condition and age of the device. It was deemed beyond economical repair and will be scrapped.